Manufacturer narrative:
Device eval by MFR: the returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 5mm from the tip and is approximately 7mm long. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 14dec2023. It was reported that the balloon leaked during inflation. A sterling balloon was selected for use to treat an occlusion in the superficial femoral artery (sfa). While unpackaging the balloon from the packaging, it was observed that the balloon was missing a component, and the balloon appeared unfolded. Inflation was attempted but the balloon leaked. The procedure was completed with a new sterling balloon. There were no patient complications. However, device analysis revealed a tear in the balloon.